Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample was submitted by the customer which shows the core wire exposed. The physical sample was also returned in the opened original packaging. The wire was observed to be exposed. No signs of damage were noted on the coating that would signify cause from the manufacturing processes. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that internal wire at the tip of the guide wire was exposed after opening the outer packaging. Nurse stated that the outer package of the product was checked prior to use and no abnormalities were found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that internal wire at the tip of the guide wire was exposed after opening the outer packaging. Nurse stated that the outer package of the product was checked prior to use and no abnormalities were found.